Event description:
It was reported that patient underwent total hip arthroplasty with competitor components on an unknown date. The patient was revised with biomet components on (B)(6), 2010 due to instability. A further revision procedure was performed on (B)(6), 2010 due to instability. During which the modular head was replaced. Finally, a revision procedure was performed on (B)(6), 2015 due to instability. The modular head and acetabular liner were replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.no product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4)